Event description:
Additional information was received. Approximately one month later, the patient with this lead was hospitalized after receiving several inappropriate shocks. This lead displayed high out of range shock and pace impedance measurements and was not sensing appropriately. In addition, no capture thresholds were revealed. The electrogram revealed noise. It was thought this lead was fractured. A decision was made to perform a lead revision. This lead was surgically abandoned and replaced. In addition, the device was also replaced. Post procedure, normal measurements were obtained.

Event description:
- -

Event description:
Boston scientific received information that this right ventricular lead displayed high out of range shock impedance measurements. A decision was made to replaced this lead during an intended device replacement procedure, however due to a subclavian vein occlusion, this could not be performed. Further shock lead integrity testing is intended. No adverse patient effects were reported.

Event description:
Additional information was received. During the follow up interrogation revealed similar high out of range shock impedance measurements. A commanded shock impedance test was performed. The induced ventricular fibrillation was recognized by the device without any loss of therapy and converted appropriately by a 41 joule shock. When the shock was delivered, shock impedance measurements were within normal range. A decision was made to further monitor this lead and intensify follow up visits.

Manufacturer narrative:
According to available information, this lead was surgically abandoned and will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
- -

Manufacturer narrative:
When additional information becomes available, this event will be updated.

Event description:
Additional information was received. Further interrogation revealed a further high out of range shock impedance measurement. In addition, increased threshold measurements were obtained. A decision was made to replace this lead. During the intended device replacement procedure, an attempt to implant a replacement right ventricular lead was unsuccessful as the subclavian vein was occluded. A further commanded shock is intended in the near future to verify the lead integrity. No adverse patient effects have been reported.

Manufacturer narrative:
When additional information becomes available, this event will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.